Event description:
Following a diagnostic procedure on 2/13/98, an angio-seal device was placed in a pt's right groin. Several days following the diagnostic procedure, the pt developed a cool right leg and presented to his physician with a loss of pulses in his right lower extremity. An arteriogram was performed which demonstrated an occlusion of the right superficial femoral artery (sfa). On 2/19/98, the pt was taken to surgery for an ischemic leg; a right femoral thrombectomy with repair of the femoral artery was performed. The entry site for the catheterization was noted to have been in the origin of the sfa just distal to the bifurcation with the profunda. The device was removed and pulses were restored to the affected limb. On 2/21/98, the pt underwent evacuation of a large hematoma in his right groin (no active bleeding), which formed secondary to the procedure which was performed on 2/19/98. As of 3/27/98 there have been no further reports of complication or pt sequelae made to the MFR.